Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05140. It was reported that that both leads had high impedances. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.